Event description:
It was reported that the patient experienced a pump malfunction of an ams 700 inflatable penile prosthesis(ipp) pump. The patient underwent two revision procedures and reports that those were not efficient to his sexual needs. The patient is requesting another revision to receive another model. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.